Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 67 mg/dl. The customer was treated with food. The customer recently lost 15 pounds and also sick last week. The customer was advised to speak with health care provider regarding the low blood glucose. The customer was advised to monitor pump.